Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's unrelated ipg replacement procedure on (B)(6) 2023, it was noted that the patient's right extension was broken. No intervention was performed, but surgical intervention may occur at a later date to address the issue.